Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a hole in the drainage funnel of the foley catheter, urine had leaked.

Event description:
It was reported that there was a hole in the drainage funnel of the foley catheter, urine had leaked.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (3) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual: received one (1) used all-silicone foley catheter without original packaging. Visual inspection noted that there was a hole in the drainage funnel measuring (0.073"). This does not meet specification per (B)(4) revision 16 which states "the transition between the tube and the funnel must be smooth and fully adhered to the tube, funnel must be complete without damage or scratches. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.